Event description:
It was reported that during a hemorrhoid procedure, the anastomosis was not circumferential. Additional tissue had to be removed, which led to bleeding. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.